Manufacturer narrative:
Additional info: in follow up, the following information was provided. The stable refraction is ?-4.00 + 1.50 x 135 bcva 20/25? -2 (best corrected visual acuity). The vision is less than 20/20 suggesting dry eye is a significant problem. Device evaluation the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted, however an explant is planned. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician was aiming for a -2.00 or -2.25 mono vision on patient's left eye however the implant resulted in -4.25+150 cylinder x 127. The toric intraocular lens (iol) in the right eye came out great with -0.5+0.75 x052. The patient is status post lasik in both eyes. The ora (ocular response analyzer) was used for both cases. The physician is planning on doing a toric multifocal exchange in the left eye (os) due to patient experiencing blurry and hazy vision and has issues with her distance and near vision and her reading is affected. Secondary issues noted as dry eye syndrome, ocular histoplasmosis and ocular migraine.